Manufacturer narrative:
The customer did not return the suspected contour next one meter for evaluation. Therefore, a device history record was reviewed for the suspected meter and no manufacturing anomalies were found.

Manufacturer narrative:
The event occurred on (B)(6) 2020, while the contour next test strips implicated to be involved during the event expired on (B)(6) 2020. As per the contour next one blood glucose monitoring system user guide "do not use expired materials. Using expired material can cause inaccurate results." The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer reported that she obtained low blood glucose readings on her contour next one meter. No specific readings were provided. The customer was experiencing symptoms such as unfocused, weakness and dizziness, which she associated with hyperglycemia. The customer went to the hospital where blood glucose testing was performed with the hospital's meter and another meter, which gave readings of 456 mg/dl. No further event details were provided. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.